Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "low leak-co2 rebreathing risk" had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that while they were performing preventative maintenance (pm), they were receiving the error, "low leak-co2 rebreathing risk". The remote service engineer (rse) went over the customer's setup and found that the customer did not have the whisper swivel attachment to the circuit. The rse informed the customer of the whisper swivel placement and the customer stated they would locate the test piece and attempted to perform the test again. Device evaluation and repair are pending.